Event description:
The patient contacted animas on (B)(4) 2012 reporting that the ok button was sticking and unresponsive. The up, down and ok buttons were all worn off. The patient confirmed there was no tear in the keypad and no known moisture to the pump. The patient reportedly does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. None of the buttons were found to be sticking. There was evidence of contamination found under all of the key contacts.